Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Also, the dentist reported that trauma over the implant has happened.

Event description:
(B)(4) - the dentist reported that, almost 7 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The 45 ncm of primary stability was achieved and the implant was installed without immediately load. The patient bone type ii.